Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked case near the display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 820mg/dl. The customer stated that his glucose level was high all day and had changed the infusion set, but it did not drop. The customer also mentioned having issues with low battery lately. The caller stated that the insulin pump has cracks on the battery compartment. Troubleshooting was declined as customer requested a replacement.